Manufacturer narrative:
Block a1: patient identifier: (B)(6). Block g2: user facility reference number: mw5118359. Block h6: imdrf device code a0902 captures the reportable event of reading inaccurate.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation and biopsy procedure performed on (B)(6) 2023. During the procedure, the balloon was fully inflated; however, the gauge did not rise with the change in pressure. The procedure was completed with this device. There were no patient complications reported as a result of this event.